Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and passed. Functional testing could not be performed due to unable to turn on. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection found a moisture detection sticker was activated. The root cause was determined to be moisture damage, complaint was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.